Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a failure in the dp board (printed circuit board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in the dp board, the color tone of the image is not correct. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video processor had image freezes which showed black and white. The issue occurred during inspection for use. There were no reports of patient involvement.